Event description:
Salem sump tube inserted in a patient. Patient vomited and aspirated. Sump tube immediately removed. It was discovered that there were no holes in the tip of the tube that would allow for drainage. Patient required a bronchoscopy due to the aspiration.